Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient went to the emergency room due to hearing an alert. The patient reported having a bad knee and having fallen a few times with possible trauma near the device. The right ventricular lead was noted to have short interval counts and some non-sustained ventricular tachycardia episodes. Noise was observed on the ventricular electrogram when the patient laid on their left side. High impedance was noted and a fracture was confirmed. Reprogramming was performed to turn off detections. Two days later the lead was capped. During the extraction procedure, the superior vena cava (svc) was torn. The patient's chest was opened by a cardiac surgeon and the svc was repaired. The lead is expected to be replaced. No further patient complications have been reported as a result of this event.